Manufacturer narrative:
One pump was returned for analysis in used condition. The device displayed error 72 with a blank screen and continuous alarm. The customer reported problem was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this cadd ms3 pump gave "error 72". It was also reported that the pump alarmed and screen was blank. There are no known adverse effects.